Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing was observed on several electrocardiograms (egms). The clinician noted that the oversensing may be due to signal/noise from the patient's left ventricular assist device (lvad). The patient was to be brought in for additional testing. There were no reported patient symptoms or consequences. The patient was stable.

Event description:
New information received notes the patient presented in clinic and some minor programming changes were made. The oversensing was still re-occurring. It was difficult to determine if it was related to a left ventricular assist device (lvad) or not. The physician opted for continued monitoring at this time. The patient was asymptomatic and stable throughout.